Manufacturer narrative:
On 10/26/2018; after further evaluation, the suspect medical device in question was changed from the architect tsh assay, list number 07k62, to the architect i2000sr analyzer, list number 03m74-02. Plesae see the following manufacture report number 1628664-2018-02013 for all further information. An evaluation is in-process.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a falsely decreased architect tsh result. The customer provided the following results: sid (B)(6) ((B)(6) 2018) initial 0.7687, retest: 0.1479. Retested on a second analyzer: 0.7562, retests: 0.7641 and ((B)(6) 2018) 0.7609. There was no adverse impact to patient management reported.